Event description:
It was reported that 10 bd connecta¿ stopcocks experienced leakage during use.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8226712. Our records show that this is the fifth instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint. However based on previous investigations into similar issues, our engineers were able determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. Bd was no able to confirm the customer¿s indicated failure mode because no samples or photos were provided which are necessary to perform evaluation, however, customer reported leakage in injection port when nurse tried to administer drug, several occasions with same lot; this failure mode was detected in others customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. Also nogales site opened CAPA 629955 to perform an investigation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd connecta¿ stopcocks experienced leakage during use.